Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump over-infused total parenteral nutrition during delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6 type of investigation and h11. H11: the event history log was reviewed for the last days of customer use as no event date was provided as the ehl shows that during this infusion the pump was operating in peds ¿ oncology, continuous parenteral nutrition (ml/hr mode), which was consistent with the reported total parenteral nutrition (tpn) therapy, and throughout the delivery multiple downstream occlusion alarms were recorded causing intermittent interruptions in flow with subsequent alarm clearances and restarts, while the pump continued to indicate remaining volume to be infused (vtbi) and never reached an unexpected ¿infusion complete¿ condition, thereby supporting that the device functioned as intended and indicating that the most probable root cause is use-related conditions such as line occlusion or restriction leading to disrupted flow continuity and the perception of early depletion, rather than a device malfunction. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.